Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary - four unused representative samples with the same lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples. There was no manufacturing or quality deficiency detected.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because the device was not returned to abbott vascular for investigation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. It was initially reported that three sterile devices would be returned for analysis. Subsequent information revealed that the three sterile devices were discarded and are not available for evaluation. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Event description:
It was reported that a physician trained in the use of the prostar xl device, reportedly, when inserting the wire into the prostar xl device, just past the exit port, the wire was difficult to advance. Force was used the advance the wire completely. This incident was not done on a patient, but table side to replicate the difficult wire insertion. Though requested, no additional information was provided.